Event description:
The customer contact reported the device was "bent" resulting in a delay in critical therapy. The device was being used to cross the y-site of an unspecified tubing set that was delivering an unspecified concentration of dopamine at a rate of 20mcg/kg/min. After an unspecified length to time after the y-site was accessed using the device, leakage was reported from a "large hole in the port" of the unspecified tubing set. Reportedly, "the needle tip is bent" and a hole in the port was noted. It was reported that the pt "did not have optimal blood pressure as the needed medication was infusing onto the bed." The tubing set was replaced and therapy was resumed. No medical intervention were required. There were no reported adverse pt sequelae. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from lot #851155h was received. Investigation is not complete.